Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was up to 400 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. The customer was assisted with troubleshooting. The customer was stated that they felt asleep and did not heard that the insulin pump was beeping for no more insulin in reservoir. The insulin pump will not be returned for analysis.